Manufacturer narrative:
Additional information, has been requested and if received, will be supplied on a supplemental report.

Event description:
Removal of a broken gamma nail at the hospital. New gamma nail put into the patient. Nail broke after being implanted for 6-8 months.